Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all applicable specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that there was a reduction in aspiration. An angiojet® solent¿ omni catheter was selected to remove a thrombus that was located in the superficial femoral artery. The device functioned correctly during priming and power pause mode, but during the thrombectomy mode it was observed that the product did not have enough suction force. When checking the pump, the physician found a small hole and a fluid leak under the pump. The catheter was removed and disposed, and the procedure was then completed with another of the same device. There were no patient complications and the patient's status after the procedure was stable.